Manufacturer narrative:
A partial lead was returned for analysis. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing reference number: 2017865-2020-21692, 2017865-2020-21694, 2017865-2020-21697. It was reported that the patient has deceased.  There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was cardiac arrest and gi bleed.  No additional information was reported.